Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 and a21. Customer's blood glucose 143 mg/dl. The customer received an a33 alarm during the priming process. The customer was advised that base o error table we will replaced 1 oow pump with a cot pump. The customer was offered to troubleshoot for a21 as well and he declined.

Manufacturer narrative:
The insulin pump had no unexpected error or prime alarms noted during testing. The pump passed displacement, rewind, prime and unexpected error tests. The pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had a cracked lcd window, cracked case at display window corners, half broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and missing drive support cap sticker noted during visual inspection.